Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller with the reset. The malfunction did not recur after this action, and the customer was advised to continue using the pump and to call back if the issue arose again.